Event description:
It was reported that a leakage in the port housing was revealed by radiography in 2008. The following month, coelioscopy was performed to connect a new injection port and the tube was observed to be disconnected. A month later, a leakage in the port housing was found. The following month in late 2008, a second coelioscopy with connection of a new injection port on the tube was performed. In early 2009, new leakage in the port housing. Approx three weeks later, band ablation was found. The band and port have been replaced without any patient complications.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.